Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 570 mg/dl. Troubleshooting was not performed for high blood glucose. The product will be returned for the analysis. Frn model unknown. Unomedical - infusion set.

Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted. (B)(4).